Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a zelante dvt catheter system and a power pulse. There was blood in the pump and the shaft. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. During functional testing, an error message regarding the saline was encountered. Inspection of the device found a break in the hypotube, 7cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16dec2016. It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. The device was used for approximately 30 seconds; however an error message to check saline displayed and a pump leak was noted. The procedure was completed with a solent omni catheter. There were no patient complications and the patient's condition was fine. However, device analysis revealed a break in the hypotube.